Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Robustness testing of the received o2 gas module has reproduced the described customer issue. No device logs have been received. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit, a maintenance part of the o2 gas module.